Manufacturer narrative:
B5: the lens was removed and replaced with a longer lens on (B)(6) 2023. The problem was resolved. (B)(4).

Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. Device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -12.00 diopter, in the patients left eye (os), on (B)(6) 2013. The lens was reported as low vaulting and an anterior subcapsular opacity (cataract) was observed on (B)(6) 2023. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.